Event description:
Patient emailed miach orthopaedics to inform the team of an infection on (B)(6) 2025. The female patient informed miach orthopaedics that on (B)(6) 2025, she had her knee drained and an emergency washout performed which removed any or the remaining bear implant not yet dissolved. The infection was confirmed on (B)(6) 2025 and patient was placed on an oral antibiotic of ciprofloxacin. An infectious disease doctor was seen on (B)(6) 2025 and was given cefepime via IV for four weeks.